Event description:
A doctor contacted baxter (B)(4) regarding a leak from the connection spot of a uv flash transfer set. The doctor reported that the titanium adapter separated from the patient connector during use, and there was leakage identified. There was patient involvement, but there was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). The sample was evaluated by baxter. A visual inspection was performed with no issues noted. Leak testing was performed with no issues noted. A clear passage test and clamp function test were performed with no issues noted. A batch review could not be performed because the lot number was not available. The sample was not confirmed for the reported problem and the root cause was undetermined.